Event description:
A caller reported a cracked and shattered touchscreen on their pump, which rendered the touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support agreed to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery. They were instructed on placing the pump into storage mode and returning it with a pre-paid label within 10 days.